Event description:
Customer reported after reconstituting infanrix-hexa vaccine for im injection, phn attached new 1 inch sol-care needle to syringe (non-luer lock) and tightened it well. When injecting, the vaccine leaked out between the syringe and majority of vaccine lost and not injected.